Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on historical data, possible causes include electrical failures (such as short circuits, open circuits, signal loss, or component issues), material degradation, mechanical stresses (including fatigue, shock, wear and tear, or deformation), environmental contamination (dust or dirt), and optical problems related to the light source. These issues may arise at the interfaces between various internal components such as circuit boards, leds, light sources, bulbs, power supplies, electrical cables, connectors, sockets, fans/blowers, and memory/storage units without indicating any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the video system center displayed a dark image. There were no reports of patient involvement.